Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of mechanical problems could not be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis was thoroughly analyzed. Visual and microscopic inspection of the first cylinder found a tear due to sharp instrument damage that was consistent with explant. Due to the leak caused by this tear, the cylinder could not be pressure tested. The second cylinder passed all testing. The pump could not be tested as it was contaminated, likely due to the torn cylinder. Visual and microscopic inspection of the reservoir did not reveal any anomalies and the component performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing device was removed and replaced. Upon explant, a hole was seen in the right cylinder. The patient was stable following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing device was removed and replaced. Upon explant, a hole was seen in the right cylinder. The patient was stable following the intervention.